Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain 104 alarm on a homechoice (hc) device during peritoneal dialysis (pd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. A technical service representative (tsr) instructed the hp to check the therapy log which revealed an ultrafiltration (uf) of 2282ml during cycle 4 while only having a fill volume of 2000ml. Nothing unusual was noted during troubleshooting for the alarm. The hp had previously contacted a registered nurse (rn) regarding the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. A device history record review/service history review will be completed. Should additional relevant information become available, a supplemental report will be submitted.